Event description:
It was reported that the procedure was to treat a perforation in a moderately calcified, mildly tortuous left circumflex artery that is 90% stenosed. The 2.80 x 16 mm graftmaster covered stent failed to cross the lesion due to anatomy. Balloon angioplasty was performed to treat the perforation. There were no reported adverse patient effects due to the failure to cross and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.